Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product found initially that the alarm had no power and there was no visible damage to the alarm case. Further investigation found that the transistor was not working properly and when it was replaced with a working one, the alarm was ringing properly when the magnet was removed. Another transistor was preventing the low battery led from lighting up at the designated voltage level. (B)(4).

Event description:
The customer reported that the alarm has power but no alarm tone when the magnet clip is detached. They tested with other magnets but the results remain the same. There was no visible damage to the alarm. There was no patient injury reported. Initial evaluation of the returned product found that the unit does not power on confirmed by the low battery indicator; however, further investigation found that the transistor was not working properly and the led low battery indicator was not lighting up.